Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was successfully implanted. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45 day follow up transesophageal echocardiography (tee) a 1.1x0.9cm device related thrombus (drt) was noted on the closure device. The patient will resume eliquis plus aspirin for three months and a follow up computed tomography (CT) will be performed.

Manufacturer narrative:
B3: event date is an approximate date as actual event date is not known.